Event description:
It was reported that the patient presented in-clinic for ra lead revision. There was x-ray imaging performed which revealed right-atrial (ra) lead dislodgement. As a resolution the ra lead was repositioned on (B)(6) 2025. The patient was stable.